Event description:
Country of complaint: (B)(6). Weak connection of needle to thread, easily disconnects.

Manufacturer narrative:
Reported device not marketed in the u.s; however, similar devices/processors are. Manufacturing site evaluation: samples received: 1 open pouch. There are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed, there are no units in stock. Needle attachment of the sample received was tested and the result fulfills the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.